Manufacturer narrative:
Section a, patient information: a2, a4, a5: unknown/no information section b3 date of event: the exact date is unknown. The best estimate is on or prior to the aware date of (B)(6) 2023. Section d1, brand name: partial information provided due to the unknown serial number. Section d4, model and catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/no information. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) was explanted due to the patient being unhappy with near vision. The explanted iol was replaced with a different jnj lens model dfr00v 18.0 diopter tecnis synergy simplicity lens. Several follow-ups were performed to get more details about the event, however, no further information was provided.